Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. Device inspection revealed the following: the visual inspection has shown that the tip of the extractor is broken off and no fragment was returned. The breakage site inspection shows that the breakage is ductile in nature due to excessive lateral stress application, which can be confirmed as there was first a permanent material distortion occurring with subsequent breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being user related. The breakage shows typical signs of an overload fracture caused by high torsional and lateral loads. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the asnis 4.0 was broken during removal surgery. The doctor attempted to remove the broken screw using the extractor for 4.0 mm diameter in the asnis 4.0 extraction set, but the tip of the extractor was also broken (chipped). The broken extractor tip was removed eventually. However, only the head of the screw could be removed and the doctor closed surgical incision while the thread part of the screw was left in the patient's body. Only the shaft of the extractor will be returned from the facility. Broken tip of the extractor and head of the screw were disposed at the hospital after removal." Additionally a 30 minute surgical delay was reported.